Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call indicating that the insulin pump alarm no delivery occurred several times on several sets. Customer's blood glucose at time of incident was unknown. The customer did displacement test and interrupted by no delivery alarm. The customer was advised to revert to backup plan. The customer was advised that we will send oow letter.